Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl after not completing a supply change. The user reconnected without confirming insulin drops, resulting in elevated glucose levels. The user administered a corrective insulin injection, and glucose values began to decrease. No medical intervention was required.